Manufacturer narrative:
The alleged event was not confirmed by the manufacturing plant. The hemodialysis machine was pulled from service and is still being evaluated by biomed department and the nurse stated the pump is being replaced. Field service was performed to address the reported machine issues. Replaced the ntc 2 sensor due to physical damage; temp was stable. Verified proper function of the uf pump and replaced the blood pump rotor to address the issue of venous pressure not tracking. The machine was tested and passed all testing. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Hemodialysis clinic contact reported that the patient became hypotensive post treatment. Machine was pulled from service and is scheduled for a pump replacement. Follow up with the clinic nurse indicates that the patient was treated with saline. Additional information was solicited.